Event description:
During a (pta)percutaneous transluminal angioplasty to a right internal carotid artery, the precise otw nitinol stent "jumped" forward and was placed distally within the target lesion. The pt is male, with age and medical history unk. The target lesion characteristics were not available. The info indicated that the product was stored, inspected and handled according to the (IFU) instruction for use. Prior to use, the (sds) stent delivery system appeared normal. The sds was inserted, tracked and delivered to the lesion without difficulty. Prior to stent deployment, the sds was advanced past the lesion and then withdrawn back into the lesion. The sds was held flat and straight outside the pt. During the deployment the stent "jumped" forward and did not cover whole lesion. An add'l unidentified stent was placed overlapping the first stent to cover the lesion. The procedure was completed successfully. There was no reported injury to the pt. The stent remains implanted thus unavailable for analysis, the sds was discarded.

Manufacturer narrative:
A (DHR) device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Extended DHR review was performed for subassembly lot number 13129674. Review of the available info does not suggest a clinical relationship between the device and the reported event. The device history review states the product met all manufacturing specifications. Based on the info, it appears that the difficulty experienced by the customer may have been caused by the operational context of the device and is not related to a product quality issue.